Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 353-441 (mg/dl) for two days. Reportedly, customer thought they possibly had a bent cannula; however it was not confirmed. Customer suspended pump therapy and delivered manual injections to address bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.